Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of needing assistance ordering more supplies. Customer also needed training on monitoring system. Customer's blood glucose was 487 mg/dl which was treated with manual injection. Customer declined troubleshooting for high blood glucose.